Manufacturer narrative:
On (B)(6) 2019, we have requested the device be returned to the manufacturer for an evaluation. To date, we have not received the device.

Event description:
On (B)(6) 2019, the consumer claims that she received a rash on her face while in use of the product. Medical attention was not received.